Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shocking lead impedance measurement less than 20 ohms. Subsequently, patient advocate heard a beeping tone being emitted by this device. Boston scientific technical services (ts) assisted the field representative to recreate out of range lead reading with isometrics but did not get anything lower than 38 ohms. Further troubleshooting were discussed. Additional information received indicated that the cause was not determined but a surgical revision was done to mitigate the issue. The device was explanted while the lead was surgically abandoned. No additional adverse patient effects were reported.